Event description:
Following a catheter replacement, it was reported the pt experienced symptoms of an overdose. The pt was unresponsive. The drug in the pump was not reported; device registration system indicates morphine. The concentration was reported at 50 mg/ml with a minimum flow rate of 2.4 mg/day. The nurse "wanted to stop the pump because the pt was unresponsive". The pt was treated with narcan and the pump was set to a minimum rate. No outcome was reported. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.